Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that "1720" was recorded in history. During analysis, customer's reported problem was confirmed. The pump was found to be displaying "1720" alarm message during the investigation. Pump was at service in the end of january 2020 for error code "1720" and the error code was cleared. Service recommended that the back-up capacitor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.